Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the endowrist 30 curved-tip stapler instrument or the white reload accessories that were used during this reported event; therefore, failure analysis investigations could not be performed. An advance stapler log review showed the endowrist 30 curved-tip stapler instrument fired 2 white reloads. The first fire was successful. On the 2nd installation, the first 3 clamp attempts were aborted by the user. The 4th clamp was successful, and the firing was completed without error. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. Refer to MFR report number 2955842-2024-20950 for additional information regarding the 2nd white reload accessory. .

Event description:
It was reported that during a da vinci-assisted left pulmonary lobectomy procedure, there was bleeding due to an incomplete staple line, after the surgeon tried stapling using 2 white endowrist 30 curved-tip reload accessories. The stapler was inspected prior to use, and there were no issues noted. During the firing process, the reload deployed staples unexpectedly, causing holes and gaps within the staple line; and the stapler cut the tissue. The surgeon did not encounter any obstructions or material between the instrument jaws, and no error messages were displayed. The amount of bleeding is unknown; however, the patient did not require a transfusion of any blood products. The bleeding occurred from a vein in the left upper lobe and the s1+s2 artery, and was resolved with compression of the vein, use of a hemostatic, and using a third-party stapler instrument. The procedure was converted to open due to the stapling issue and was completed. The patient tolerated the conversion and there were no post-operative complications.